Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a follow up report will be submitted.

Event description:
Customer reported that "masimo handheld oximeter did not read reliably during resuscitation with ppv and oxygen; pt data status read on off on off en route to nicu."